Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was blockage in the infusion site, which caused the patient blood glucose levels was elevated to high. No further information available.